Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and pump battery was not charging. Pump shutdown. Customer changed the power adapter and usb cable. Customer's blood glucose was elevated (value not provided). Although multiple attempts were made by tandem technical support to confirm battery issue was resolved, customer did not reply.